Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the pump's piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 03/31/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2016 with the following findings: a review of the pump¿s black box showed no evidence of rewind issues. During testing, the ez-prime steps were performed correctly; the rewind step was successful with the piston fully retracted. No warnings or alarms occurred during the investigation. The pump¿s cover was removed and no intermittent condition was found to the motor flex/assembly; no debris was found to the cartridge compartment. The motor rewind issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.